Manufacturer narrative:
(B) (4)

Event description:
A customer contacted beckman coulter inc., (bci) regarding reproducible elevated troponin (accu tni) results generated by the access 2 immunoassay system on three samples from one patient. The results were reported out of the lab and questioned by the physician. One of the samples was analyzed on an alternate method with result in the normal reference range. There were no reports of death, injury, or change to patient treatment has been reported in connection with this event.

Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (B) (6), 2010, indicated normal receiver stimulator function with multiple electrode anomalies. The device was explanted (B) (6), 2010, and the patient was reimplanted with a new device during the same surgery.